Event description:
Health care professional reported injecting a patient with 0.8cc of smooth in the lips. The patient experienced lumps under the skin, bluish tint to the upper lip, and periodic shooting pain and swelling. On (B)(6) 2025 the complainant reported continuing discomfort and firmness/lumps in the lips, consistent with an inflammatory response.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The syringe was not returned for evaluation. Further information regarding this event, product or patient details has been requested but was not retrieved. The event is a physiological event complication and analysis of the device generally does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. Complaints: eus (B)(4).